Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer resumed insulin delivery with the current cartridge. Customer's blood glucose level was around 170-200 mg/dl.